Manufacturer narrative:
Investigation summary: customer returned (1) 1ml, 13mm, 29g bd safetyglide insulin syringe in an open blister pack from lot # 9015871. Customer states that the needle could not be covered completely. The returned syringe was examined and exhibited a damaged pushrod on the safety mechanism which prevents the safety mechanism to properly activate and cover the cannula. A review of the device history record was completed for batch# 9015871. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure as per investigation completed by manufacturing, "notification: on 05dec2019, holdrege received (1) loose 29g x 1/2, 1ml bd safety glide insulin syringe in an open blister pak from material 305930, batch 901587. The samples were decontaminated per (B)(4) prior to being evaluated by the quality engineer. Physical evaluation: visual examination of the samples indicates that on the defective sample the pushrod is damaged around the bottom leg of the pushrod preventing the safety feature from engaging upon attempted activation. Process: the automatic syringe assembly machine assembles the barrel, stopper, plunger and needle assembly (needle assembly, pushrod and adapter) components into a syringe. The machine consists of several syringe assembly dials, inspection and transfer dials. Device history record evaluation: the device history record (DHR) for batch #9015871 was reviewed and there were zero (0) quality notifications written for issues related for verification of safety features. All visual inspections for damage during the manufacture of this lot were acceptable. During manufacturing, a visual in-process inspection of thirty-six (36) parts is performed every 1 hour for verification of safety feature activities at the safety glide assembly machine. If a safety feature did not activate it would have been detected during inspections, the product would have been rejected and processed through the internal quality notification process. Root cause: damage to the pushrod can occur in the pushrod bowl or rail at the assembly operation if the operation is feeding too many pushrods into the rail at one time. A review of l2l showed entry (#53054) on 05feb2019 for pushrods getting jammed in the bowl and rail. The rail was adjusted along with the pushrod infeed ½ moon guide barrel bowl and eyes. Conclusion: based upon the preliminary investigation, it is likely the condition that caused the safety feature not to activate occurred at the bd holdrege manufacturing plant at the safety glide assembly operation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe had a safety shield failure. This was discovered after use. The following information was provided by the initial reporter: the needle could not be covered completely.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe had a safety shield failure. This was discovered after use. The following information was provided by the initial reporter: the needle could not be covered completely.